Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that they cannot connect with implant device. Patient said they did fall awhile ago and didn't know if this could be why they were unable to connect due to maybe knocking something out.